Event description:
It was reported that the physician implanted a 25mm helex septal occluder to close a pfo in 2008. The defect balloon sized to 11.5mm on tee and 13mm on fluoroscopy with a small but sufficient superior rim. The device was implanted with good results, no complications, and was nicely splayed around the aorta. In 2009, lateral projection x-ray showed the occluder well apposed to the septum. Four months later, the patient underwent a bubble study that revealed a great deal of bubbles crossing the pfo. Two months later, the patient was admitted for chest x-ray in the catheter lab to confirm device placement. Fluoroscopic imaging disclosed that the occluder had embolized into the bifurcation of the aorta. The following month, the device was explanted in a transcatheter procedure with a goose neck snare. There were no complications with the re-intervention and the patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The explanted device is being returned and will be evaluated upon receipt.